Event description:
It was reported that during a hand assisted laparoscopic left nephrectomy procedure, when the surgeon was inserting the disc the blue part tore. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Eval summary: as a lot number was not received, a device history review could not be performed.